Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. The device was visually inspected. A broken door was observed and verified during the visual inspection. The pump head door assembly and magnet were replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.